Event description:
The customer reported that the alarm has power but the alarm tone is intermittent when pressure is off the pad. There was no pt injury reported.

Manufacturer narrative:
(B) (4). Eval of the returned product found that the alarm powers on and all functions passed testing. There is no intermittent alarm. The sensor was received and testing shows that it is functioning normally and there is no intermittent alarm. (B) (4).